Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: during lap colectomy. Turning knob of roti endo-dissector was keep falling apart so could not be used. No patient injury. No patient involvement.

Manufacturer narrative:
(B)(4).